Event description:
Customer called to report physical damage to the insulin pump. Customer stated that there is a rattling sound and it vibrates after clearing an alarm. Customer's blood glucose reading was 127 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no vibrating rattle noise or loud buzzing anomaly noted during testing. The device passed self test. The device also had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.